Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting by leaving the tandem wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies. No further assistance was required.